Event description:
The customer reported noticing fluid on the sample tube caps while running patient samples on the unicel dxc 600 synchron system. The customer stopped the instrument immediately and no results were generated. The customer indicated that the dxc 600 was a backup instrument and was only used to run glycohemoglobin samples. The customer was not wearing personal protective equipment at the time of the event but did not come into contact with the fluid. The customer stated that the laboratory has an exposure control plan. There was no injury or exposure reported for this event. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse replaced the cap piercer assembly and performed alignments to resolve the leak reported by the customer. The fse also found a leak at the di (deionized) water inlet due to the customer moving the instrument which caused the tubing line to stretch and break the fitting. The fse confirmed that di water was leaking from the water line fitting. The fse returned to the customer's site on the following day and replaced the dryer, cap piercer blade wick assembly, hydro waste collector kit, and di water line quick connect fittings to resolve the di water leak. Repairs were verified per established procedures and no other issues were observed. Failure mode of the leak on the sample tube caps is attributed to the cap piercer assembly. Beckman coulter internal identifier for this report is (B)(4).